Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with syncope. Upon interrogation, the right ventricular lead exhibited no capture. The lead was repositioned. The patient was stable.